Event description:
Rptr was taking a shower when she bent over to wash her legs. The plastic back came loose. Rptr, who is very short could not reach the metal frame to which the plastic back is supposed to be attached. She quickly grabbed a safety bar in her bathroom to keep from falling head down on the concrete floor. Rptr noticed that there are only two screws, which look like wood screws and are very small, holding the top part of the plastic to the metal frame, screws go in about 3/8" only. The bottom part of the plastic does not have any holes for the screws on the corresponding part of the frame.